Event description:
A doctor reported that a patient had completed their lengthening treatment, was in the consolidation phase, and had started bearing full weight on their leg. The patient allegedly tripped and x-ray results revealed that the precice nail appeared to be disconnected at the extension portion.

Manufacturer narrative:
Patient information with regard to age, gender, and weight were not provided by the physician. The precice nail was removed and the patient was implanted with a different nail, without incident. To date, the patient is doing fine and has fully recovered. No negative outcomes have been noted.